Manufacturer narrative:
Device returned from the field was confirmed to be in backup mode. Device image indicated that device went into backup due to resets. After reloading the product code, analysis was performed, including electrical, mechanical and environmental tests. During environmental testing, the device registered a hardware error reset and reverted to backup mode. The reset of the device was consistent with an integrated circuit sensitivity to cold temperature anomaly. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, prior to the implant procedure, upon interrogation the device was found to be in back up mode. The device was not used. No patient consequences.